Event description:
A pt service representative (psr) contacted zoll customer support to report a (B)(6) female pt's husband is having difficulty assembling the device. The psr reported that the electrode belt connector was damaged when she visited the pt. The pt was insured a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (difficulty assembling the device/damaged connector) has been confirmed. As received, the trunk cable connector was separated with exposed wires. Upon evaluation, there was an open white pulse wire in the trunk cable connector. The cause of the open white pulse wire is the damaged connector. The root cause of the damaged connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.